Event description:
It was reported the patient complained of shocking; however, testing showed perfect impedances. It was noted neither the patient¿s doctor nor the manufacturer representative believed there was any issues but the patient¿s system was removed. It was reported the patient had her own ¿issues¿ and wanted her spinal cord stimulation (scs) system out. Impedance testing and reprogramming was performed. It was also reported the patient experienced discomfort at her implantable neurostimulator (ins) site but it was noted this was general discomfort associated with an implant. No patient injury was reported.

Manufacturer narrative:
Concomitant products: product ID 37743fa, serial # (B)(4), product type programmer, patient; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type lead; product ID 3550-39, product type accessory; product ID 3550-39, product type accessory. (B)(4).

Manufacturer narrative:
Analysis of the lead, serial #(B)(4), found no significant anomaly. It was found the stimulator lead body had been cut through and the lead was segmented. It was found there were anchor marks on the outer insulation 23.5 cm form the distal end of the lead. Analysis of the lead, serial #(B)(4), found no significant anomaly. It was found the stimulator lead body had been cut through and the lead was segmented. Analysis of the implantable pulse generator, serial #(B)(4), found no anomaly. Analysis of the anchor found no significant anomaly. It was found the stimulator anchor had separated. Analysis of the anchor found no significant anomaly. It was found the stimulator anchor had separated.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.